Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 2 pocket a4 failed, which located on frsouth. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that there was fluid ingress of assy tray fh cubie mini. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of hardware failure - main drawer 2- pocket a4 was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (wo): (B)(4). The customer issue was verified. Main full-height legacy drawer 2 was found to have failed. A damaged cubie was identified in position c4, and two boards were also found to be damaged. Both boards were replaced. The fse logged into the hardware test application (hta) and performed a final test on main full-height drawer 2. The final test passed successfully. During dchu visual inspection: p/n 356494-01: was received with signs of fluid ingress. During dchu testing: p/n 356494-01: due to the presence of fluid ingress, dchu and hta testing were not required. During the internal inspection, corrosion and evidence of fluid ingress were identified on the pcba row 5p v1.16/v1.05bl fh. The device was in use for treatment purpose as intended per 21 cfr 820.198(d).1 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the reported failure hardware failure - main drawer 2-pkt 44 is attributed to the fluid ingress of one assy tray fh cubie mini pn 356494-01 which resulted in a short circuit and communication failure.